Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that underfill occurred with a bd vacutainer® 9nc 0.129 m plus blood collection tubes. The following information was provided by the initial reporter, "account has experienced under filled citrate tubes with 363080, lot 9004631, exp date 06-30-2019. The tubes are stored in a controlled storage room at 21 c. When the tubes were under filled, the phlebotomist tried using another tube and rejected the one that did not fill correctly. In one instance the method of collection was with a wingset , discard tube then citrate tube. Tried another and them a third tube which filled above the etched line. The first two were rejected and discarded. In another instance, it was a syringe draw which had an adequate amount of blood in the syringe. They used the bd btd to transfer the blood and allowed the vacuum to draw until the tube filled. The account has 5 shelf packs retained. It was reported the tubes are not filling to the line. Here we go again. These tubes are not filling to the line. We have never had a problem with them overfilling. And the samples went to that wrong complaint instead of the correct complaint of them under filling. I did give the info you sent to me to my cno and lab manager. But it is still happening. I have a whole pack of 100 to send in this time instead of just a couple of tubes. This lot # is 9004631. This time I have included my cno and lab manager on this email, so please respond to us all. I know there are questions to be answered, that they will be able to answer, whereas last time the complaining party did not respond to. Looking forward to hearing from you soon."